Manufacturer narrative:
Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inappropriate shock was defined in the risk documentation. This event type has been accounted for during product risk analysis to support acceptable risk benefit for the product.

Event description:
It was reported that this left ventricular (lv) lead became dislodged. This was confirmed via x-ray. No adverse patient effects were reported. Currently, this lead remains in service.

Event description:
It was reported that this left ventricular (lv) lead became dislodged. This was confirmed via x-ray. No adverse patient effects were reported. Currently, this lead remains in service.